Manufacturer narrative:
A distributor engineer visited the customer to address the reported event. The distributor engineer resolved the complaint by replacing the power supply board. The aia-360 analyzer is operational. There was no further action required by distributor engineer. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 27dec2018 through aware date 27jan2020. There were no other similar complaints identified during the review period. The aia-360 operator's manual under chapter 2-5 power supply states the following: power supply: confirm the following system power supply specifications. Power specifications 100/120v ac and 220/230v ac ±10 v, 250 va, 50/60 hz, connect the aia-360 using the accessory power cable grounded to the power supply socket. Avoid connecting the aia-360 to the same power socket as other equipment, such as refrigerators and compressors, that consume large volumes of power. Use only a power supply line equipped with circuit protector. After confirming that the power supply switch located on the left rear of the system is set to the off position, insert the power supply cable into the socket. The probable cause of the reported event was due to failure of the power supply board.

Event description:
A customer reported loss of power on the aia-360 instrument. The customer ordered a power supply board to have installed. A distributor engineer was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.